Manufacturer narrative:
This report involves a patient who experienced an unspecified infection in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection. On unspecified dates, the patient had been hospitalized twice for the infections. The cause of the infections was unknown. It was not specified if the patient was treated for the infections. At the time of this report, the patient outcome was unknown. The action taken with pd therapy was not reported. No additional information is available.